Event description:
Edwards received a report of an edwards aortic pericardial valve size 27 mm explant at implant due to a significant amount of central aortic insufficiency (ai) and also perivalvular leak (pvl) that was in the area between the right coronary artery and the pulmonary artery on the initial transesophageal echo (tee) performed after the initial valve implant. Records indicated the surgeon intervened multiple times in attempt to resolve the regurgitation. He "reinforced the entire suture line underneath the right coronary artery all the way to the strut of the valve." Repeat tee showed "the leak was unchanged." At that time, it was assessed the leak may have been "a little more posterior." The surgeon again attempted to correct the leak. He "put several sutures in the area of the post between the right and left coronary cusps of the valve." Additional annular assessment was performed and it was noted "...the periphery of the valve was completely intact." Tee was performed again. It was noted "the leak was most likely not perivalvular but rather on the center of the valve..." The decision was made to replace the valve. The replacement device, a slightly smaller valve (size 25 mm) implanted with the same implant techniques (sutures/placement/etc.), "worked very well." When the surgeon attempted to come off cardiopulmonary bypass (cpb), the patient exhibited right ventricular failure. The surgeon performed right coronary artery bypass which was complicated because the vein graft was thrombosed. The right mammary artery was then used and the bypass was completed. Patient weaned off cpb with "a little bit of epinephrine." Surgery was completed and the patient was transferred to the unit in critical condition. The patient returned to the operating room for re-exploration for post-operative bleeding. Records revealed, "there was a small amount of oozing from the aortic suture line..." This was treated. Once hemostasis was noted, the operation was completed and the patient returned to the unit in stable condition. Patient condition was also reported as stable 4-5 days post surgery. Device was returned and evaluated. Additional information obtained during the investigation revealed, ¿(the surgeon) does feel that the 27 mm size may have been the issue combined with the patients annulus and bicuspid valve.¿

Manufacturer narrative:
As received, two scratches were observed on leaflet 3, one scratch was approx 7 mm in length and one scratch was approx 4 mm in length. Leaflets 1 and 2 also appeared pushed outward from the inflow aspect. Commissure 1 wireform was also exposed on the outflow aspect. No visible inconsistencies observed on remaining leaflets. A blue suture was also observed on the sewing ring near commissure 2 on the inflow aspect. The wireform was intact. The event is reported as a valve explant at implant due to regurgitation, and replaced with smaller size of the same device model. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. Event investigation and follow up with the healthcare provider indicates that this event is likely related to both anatomical (native bicuspid valve) and technical factors (sizing), and not due to a device malfunction. There has been no allegation of device malfunction by the implanting surgeon. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction or quality deficiency related to this event. No further action is required at this time.